Manufacturer narrative:
Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service history onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient had microstriae in the left eye two days post lasik procedure. Five days later it was noted that a bandage contact lens was removed from the eye. Microstriae was still present. Patient is being referred to another doctor. A flap lift and stretch may be performed in the future. Upon follow up, the patient now has occult epithelial basement membrane dystrophy issue in both eyes which facilitated the need for an epithelial peel in the left eye following a lift. The patient needed the lift and stretch to the left eye secondary to inadvertently touching eye post treatment. Left eye is healing. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.